Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.

Event description:
Baxter contacted the home patient (hp)'s caregiver (cg) on (B)(6) 2010 obtain additional information. The caregiver stated that the patient was in the hospital about 7 days with diarrhea and an infection. On (B)(6) 2010 baxter spoke with the nurse. The nurse stated that the patient did have peritonitis and was hospitalized from (B)(6) 2010. An effluent culture was performed on (B)(6) 2010 and yielded gram positive, (B)(6). The patient was treated with vancomycin and his condition is ongoing and improved. Peritoneal dialysis has continued as prescribed. There are no allegations against any of baxter's products or solutions in the case of peritonitis. The nurse stated the cause of the peritonitis was the patient's flare up of diverticulitis.

Event description:
During review of the pump's alarm log, baxter personnel discovered a flo-gard infusion pump with failure code 3, which is a downstream occlusion alarm. Furthermore, baxter personnel discovered this device's door assembly had a broken latch stop, indicating a false occlusion alarm. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot (gd874834), with no issues noted during the manufacturing process. Baxter has received similar reports. The root cause investigation is in progress.